Event description:
During a cerebral angiogram procedure, a section of the steerable hydrophilic guidewire broke. Physician was able to extract broken section of guidewire. Guidewire sent to biomedical engineering for reporting and evaluation. Manufacturer response for guidewire, hydrophilic, phenox portal (per site reporter). Manufacturer will retrieve device for analysis and reporting.